Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2014-054444. It was reported the patient is receiving unsatisfactory pain relief due to diminished stimulation. It was also reported the patient experiences overstimulation when attempting to increase stimulation, due to the patient's spinal stenosis.